Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a screw as part of the ceiling installation had fallen into the surgical field. There were no patient health consequences reported.

Event description:
It was reported that a screw as part of the ceiling installation had fallen into the surgical field. There were no patient health consequences reported.

Manufacturer narrative:
The investigation was based on the available information including pictures. Affected parts had been requested for inspection but could not be made available. Based on the investigation the reported issue of loose screws and a loose ceiling cladding could be verified. It was not possible to finally identify the root cause of the current issue. Potential root causes are incomplete tightening of the screw during installation (2021) or the self-tapping screw might have damaged the holding plate due to screwing-in the screw several times with higher force, so that the screw was no longer tight. Operating the device might have also contributed to the reported issue, as positioning the product can lead to small forces which are transferred to the ceiling cladding and its connections and which can cause further loosening of an already loose screw. The correct installation of the ceiling cladding is described in the assembly instructions. According to the instructions for use, the proper operation of the system must be checked before each use, including a visual inspection. Since the sheet metal ceiling cladding construction was introduced in 2003, this is the only known case of a sheet metal screw (3.9 x 16) falling out of the ceiling cladding and into the surgical field; no other similar issues were reported. The number of similar cases, related to the same root cause, is therefore within the expected range of the respective risk assessment and thus accepted.